Event description:
It was reported that the iab was being inserted in a pt with unstable angina. The pt improved and CABG was performed the same day. The following morning, blood was seen in the helium tubing. The iab was removed and replaced without any pt complications.